Event description:
It was reported that approx 30 minutes into an ablation procedure, the irrigation port of the cool path catheter was noted to be leaking fluid from where the port tubing connects to the catheter handle. The catheter was immediately exchanged to continue the procedure. There were no consequences to the pt.

Manufacturer narrative:
Device evaluated by MFR - visual insp of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvement to the tubing quality and improvements to the internal insp process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the mfg process, sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing.